Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-02174 and 2134265-2017-02127. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unknown opticross imaging catheter and a pullback sled to view the lesion. During the procedure, the physician prepped the opticross imaging catheter then connected to the motordrive unit (mdu) 5 plus, however, ilab system failed to start imaging and then "motordrive overload error" message was displayed. After several attempts of connecting and disconnecting the opticross imaging catheter and mdu 5 plus from the pullback sled, removing the overload condition then restarting the system but the issue was not resolved. Hence, automatic pullback was also initiated after the system had failed however, automatic pullback failed. The same issue occurred when manual pullback was also performed. The mdu 5 plus was replaced and procedure was completed using the same opticross imaging catheter and pullback sled. No patient complications were reported and patient's status is stable.